Event description:
Patient reported high blood glucose level which was managed with insulin pen event occurred on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street address: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.